Manufacturer narrative:
According to the IFU, the syringe can be used for up to five coil detachments unless it exceeds the black line beyond postion #3 (the green zone). Exceeding the black line beyond position #3 could cause the syringe to lose calibration, and the syringe should not be re-used for additional detachments. It is not known how may times the syringe had been used prior to the reported failure to detach the coil, or if in prior detachments, it had been taken beyond the black line past position #3. It is possible that procedural factors contributed to the event. The product was not returned. Manufacturing records for lot 13060778 were reviewed and results indicate that product met quality requirements for product acceptance.

Event description:
During coil embolization within an unk lesion, the physician advanced the dcs coil to the target lesion and when the syringe was pressurized to the red zone, the coil did not detach from the delivery system. The coil was removed from the mc without difficulty and another product was used to complete the procedure successfully. There was no adverse consequence to the patient. It is not known if the same syringe had been used to deploy previous coils or if it had exceeded the black line beyond position #3 the green zone. Reportedly, the dcs syringe was taken to the green zone and then to the red zone. The same syringe was used to place the new dcs coil. No other information was available.